Event description:
It was reported that sensor-driven pacing in the atrium by the implantable cardioverter defibrillator (ICD) induced episodes of atrial flutter. Technical services discussed that the device was operating as programmed and provided additional programming options. The ICD remains in service and no additional adverse patient effects were reported.